Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient had inaccurate cgm values six days after the sensor was inserted in the arm. The patient was at work, the sensor was reading inaccurately, and the patient tried to calibrate, but it did not get in range with the blood glucose meter. The patient felt weak with decreased strength. He was sweating, felt dizzy, and then passed out. The paramedics were called and transported the patient to the hospital. When he woke up in the hospital, he was given insulin to help bring glucose down. At some points during the event, the cgm was reading 338 and the bg was 669 mg/dl while at the hospital. There was no documentation of further medical evaluation or intervention. The patient was hospitalized for 24 hours and discharged the next day. At the time of the report, the patient felt fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.